Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation due to right l1 drg lead fracture. The issue was confirmed via imaging. Surgical intervention may be undertaken at a later time to address the issue.

Manufacturer narrative:
Date of event is estimated.